Event description:
It was reported that an inflatable penile prosthesis (ipp) pump was replaced due to the device not working properly. It was explained that two weeks before this surgery that patient visited his physician and the device was tested. The tests indicated that when the pump was pressed, it remained dimpled. The doctors and nurses tried several times following known procedures in the hospital, but it did not work as expected. After this operation, the patient got better and is stable. No other information was provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the momentary squeeze (ms) pump was visually inspected, and no leaks were found. The pump was functionally tested and did not pass the deflation test and the activation test. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis was able to confirm the reported event. Change to evaluation method codes and evaluation conclusion code.

Event description:
It was reported that an inflatable penile prosthesis (ipp) pump was replaced due to the device not working properly. It was explained that two weeks before this surgery that patient visited his physician and the device was tested. The tests indicated that when the pump was pressed, it remained dimpled. The doctors and nurses tried several times following known procedures in the hospital, but it did not work as expected. After this operation, the patient got better and is stable. No other information was provided.